Event description:
Event description: guidant rec'd info that the pt implanted with this implantable cardioverter defibrillator (ICD) died. It was reported that the pt was driving a vehicle when an episode of ventricular tachycardia developed. The pt was involved in a car accident during treatment of the ventricular tachycardia. Review of the stored episodes show a report of a fracture of the shocking lead with a resulting high, out of range impedance measurement.

Event description:
Event description guidant received information that the pt implanted with this implantable cardioverter defibrillator (ICD) died. It was reported that the pt was driving a vehicle when an episode of the ventricular tachycardia developed. The stored device information was reviewed, specifically the episode that occurred at the time of the motor vehicle accident. Review of this episode confirmed appropriate function per programmed parameters and successful conversion of ventricular tachycardia. The electrograms were overwritten because the device and lead were cut by the medical examiner while the device was still on; thus, the device recorded an open circuit after explant.